Manufacturer narrative:
The investigation of low pump flow has been completed. The device was not returned for analysis. The data log was reviewed and there were many suctions that occurred at the time and date of the reported issue. Motor current spike was observed at p-7 followed by a drop in flow to 1.5 liters per minute, at same time placement signal trended up. These changes indicate possible biomaterial ingestion. The root cause of the low pump flow issue most likely was biomaterial ingestion. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26503. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26503. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26503 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 added health effect - impact code as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26503.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that flows dropped to 1.5 and there was a spike in motor current. The pulmonary artery waveform disappeared and motor current went flat. X-ray performed and position was confirmed to be acceptable. Team elected to explant the pump. The patient was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.